Event description:
The following event was reported to implantcast gmbh: "while implanting the pe insert, it did not click therefore was not implanted and was replaced with another one, which clicked immediately and was used. "

Manufacturer narrative:
The implantcast gmbh received a report, in which an acs® fb+ ps pe-insert hyperflex sz. 5/12,5mm was not successfully connected with the corresponding tibial component during the implantation process. Optical examination of the pe insert in question suggest that it was not inserted correctly from anterior into the tibial component before impaction, as it is stated in the corresponding surgical technique. The pointed/beak-like shape of the snap-in edge corresponds to the deformation also observed in internal studies, which occurs when the impactor is placed vertically from above on the pe insert or when the insert is not fully inserted into the tibia before impacting. The manufacturing documents and the material certificates of the acs® fb+ ps pe-insert were checked. These did not reveal any errors. The surgical technique and instructions for use were also checked and showed no deviations. In conclusion, the available data indicate that the incident was not caused by a defective product, but by inappropriate application by the surgeon. This event was assigned to the error pattern "incompatibility" in the associated risk management.